Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system was advanced, resistance from the mildly calcified and tortuous anatomy was met, resulting in the reported failure to advance and due to the manipulation of the device during use, the reported shaft detachment occurred. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a coronary procedure to treat a target lesion in the mildly calcified and tortuous left anterior descending (lad) artery, the 2.5 x 23 mm xience pro stent was unable to cross to the target lesion due to the patient anatomy. The device was removed without issue and a 2.25 x 28 mm xience pro stent was advanced. However, during advancement, the stent delivery shaft separated at a location outside the patient anatomy. Both pieces were easily removed from the patient anatomy. A 2.5 x 28 mm xience pro stent was then used successfully. No additional information was provided.